Event description:
Pt had lead implant for trial spinal cord stimulation for pain control, lead implant (dual lead) successful. Parameters set and locked by md. Pt had good capture in or then upon reattaching controller in recovery no sensation achieved on one lead. Nurse unlocked md lockout (mattrix controller), increased amplitude x3, still no sensation noted. Then plugged in lead with controller amplitude left turned on, causing very intense muscle contraction and pain. Since this event pt has had an increase in pain (sciatic right and left lower extremities) and intense burning sensation anterior right thigh. Pt has been having to increase pain meds immediately after incident and continues to have little to no relief. Pt questions if there is a possibility that the power surge could have damaged the nerve root.

Event description:
Add'l info received from MFR 11-21-02: they are unable to provide any further info without a device model and/or lot number.